Event description:
Co received a report (12/13/96) from a distributor of a possible problem with a fitting for an oxygen (o2) mask. Co received the item and conducted an evaluation on 12/18/96. Co found partial blockage of flow on one (1) mask fitting. Co recalled all masks and fittings from the source lot.